Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.11.

Event description:
Healthcare professional reported "today's silicone rupture" via social media. Later healthcare professional reported "ruptured right implant diagnosed via pet scan, painful encapsulation baker grade IV, calcified granulomas, ptosis grade 3 with double bubble breast deformity, "completely dissolved of silicone gel and the shell was very dark yellow". This record is for right side. Device was explanted.

Event description:
Healthcare professional reported "today's silicone rupture" via social media. Later healthcare professional reported ruptured right implant, painful capsular contracture, baker grade IV, calcified granulomas, ptosis grade iii with double bubble breast deformity, "completely dissolved of silicone gel and the shell was very dark yellow". This record is for right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, granuloma and capsular contracture, baker grade IV.